Event description:
Reported problem: (2) 30mm bolts broke in the skull and the doctor ended up abandoning the sites and had to dig them out. I was told dr. (B)(6) had to re-drill multiple times at the same site because he was having trouble accurately placing the anchor bolt.

Manufacturer narrative:
The review of tracer sheets and inspections records showed that there was no manufacturing error for these specific anchor bolts. Based on pmt's experience with destructive testing of the anchor bolts and comparing with the pictures provided, these bolts broke due to high amounts of torsional force. When anchor bolts are placed by the user, the threaded portion of the bolt is under the highest amount of torsion, which is why we see in the pictures that both bolts broke in this threaded area. Pmt has validated the strength of the anchor bolts to be confident that the design of the devices allow them to withstand the normal torsion forces experience in use. It is possible that the user was not placing the bolts orthogonally as intended, but was instead trying to screw them in at an angle which can introduce additional shear forces to the bolt. However, without any further information as to the exact method of placement from the customer, there is no way for pmt to determine the exact reason for how such high torsional forces were placed on the bolt, nor if this was a product malfunction.